Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Therefore, no product is expected to be returned. A follow-up MDR will be submitted if additional information is obtained. As of (B)(6) 2022, a review of the site's system logs for the reported procedure date was conducted by an isi senior failure analysis engineer. The investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: a patient underwent an ion endoluminal lung biopsy procedure and allegedly developed a pneumothorax. The cause and severity of the complication are unknown. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA. Insufficient product information was provided in order to obtain the date of manufacturer.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient allegedly developed a pneumothorax. There was no report of interventions rendered or hospitalization required to treat the pneumothorax. The procedure was completed. The cause of the pneumothorax is unknown. Intuitive surgical (isi) conducted several attempts to contact the customer via e-mail and phone to obtain additional information. However, as of the date of this report no new information has been obtained.